Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Had to be transferred to a larger facility for acute liver failure [acute hepatic failure] . Jada worked without issue, but the bleeding continued [device ineffective] . Case narrative: this spontaneous report originating from united states was received from clinical educator (ce) on behalf of nurse referring to female patient of unknown age. The patient did not have uterine atony. The patient¿s medical history, concomitant medications and past drug reactions/allergies was reported as unknown. This report concerns 1 patient(s) and 1 device(s). Approximately in 2024 (also reported as a few weeks ago), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (lot #, serial # and expiration date were not reported) for postpartum haemorrhage. Approximately in 2024 (also reported as a few weeks ago), nurse found out after the fact, and then the patient needed a hysterectomy as the device stop control the bleeding (device ineffective) and patient had to be transferred to a larger facility for acute liver failure (acute hepatic failure). It was reported that vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. More than one device was not used. Patient sought medical attention. Approximately in 2024, vacuum-induced hemorrhage control system (jada system) was discontinued. The outcome of acute hepatic failure was reported as unknown. The reporter's causality assessment was not reported. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). Upon internal review, the event acute hepatic failure was determined to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.